Manufacturer narrative:
Date received by MFR: 11sep2019. The field service engineer (fse) replaced the touch screen to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date rec'd by MFR: 25nov2019. Failure investigation of retuned parts determined the following conclusion / root cause: the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29aug2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.